Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in operating room for normal device change out procedure. During procedure, the right ventricular lead exhibited high capture threshold. All other electrical measurements were in range. The lead was explanted and replaced. The patient was in stable condition prior, during, and post operation.